Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged in patient with known twiddler's syndrome. As a result inappropriate detections were also noted from atrial signals. No adverse patient effects were reported. A lead revision was scheduled and the device had been reprogrammed to other than monitor and therapy again in preparation.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
It was later reported that this lead was explanted and a non-boston scientific lead was implanted. It was unknown whether this lead would be returned.